Event description:
It was reported that the patient had symptoms of less than 50% therapy relief. There was a catheter failure of not being able to aspirate the side port during a dye study. The location of the catheter issue was unknown. A catheter revision/exploration was performed. The catheter was removed after further attempts to aspirate failed intra-operatively. There were no obvious kinks or cracks noted by the implanting physician. A new catheter was inserted in the usual manner, and there was good aspiration at four checks intra-operatively. The patient status at the time of the report was alive with no injury. The pump system was being used to infuse dilaudid. No outcome was reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the catheter revealed acceptable catheter testing. It was noted that an incomplete catheter was returned. The catheter was returned in segments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); explanted: 2015 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.